Event description:
The procedure was thrombolysis for inferior mesenteric artery that was no calcified and moderately tortuous. During prep, the physician noticed that a foreign body was in the zipper of introducer, and it was unknown the exact origin. The procedure was continued using another orbit and was completed without any further issues. The complaint product was not used in the patient. The product was new and stored per labeling instruction. A picture of the foreign body was not taking, but the foreign body was saved for analysis. No other foreign material was noticed in the package. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The procedure was thrombolysis for inferior mesenteric artery that was no calcified and moderately tortuous. During prep, foreign body was noted on the zipper of introducer of the 6x15 orbit complex fill. The exact origin of the material is not known and no pictures were available prior to shipping. The procedure was continued using another orbit and was completed without any further issues. The complaint product was not used in the patient. The product was new and stored per labeling instruction. The complaint product is going to be returned for evaluation. No additional information is available. No additional information is available. Additional information reported that the material was attached with sellotape during the packing process, but it is unknown where it was attached. A non-sterile orbit complex fill 6x15 was received coiled inside of plastic. The device was eto decontaminated in its received packaging without flushing or wiping down. The hypotube of the orbit was inspected and several kinks were noted on it. The introducer was unzipped and in good condition. Blood was observed on the inside of the introducer. The zipper was inspected and no foreign matter was found on it. The support coil, gripper and embolic coil were inside of the introducer and without damages. The zipper was inspected under microscope and it was confirmed that no foreign matter was present on it. The embolic coil and the gripper were inspected under microscope through the introducer; no damages were noted on them. The entire device was examined and no foreign material was found on the device. The package containing the device was also inspected and no taped foreign matter was found on the package. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported foreign material was not confirmed with analysis of the returned device; no foreign matter was found with inspection of the entire device and no taped foreign material was found attached to the package. Excessive dried blood was found inside of the introducer. The cause of the kinks found on the device could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place to prevent these kinds of damages leaving from the facility. The damages appear to be procedural or handling related. Additionally, it was reported that the foreign material was found pre-use and the device was then exchanged for another device; however, excessive dried blood was noted inside of the introducer which would indicate procedural use. It was reported that there is no information available regarding the finding of blood and the report that the event was noted prior to use and was not used. No conclusion can be made regarding the reported event; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During prep, the physician noticed that a foreign body (1 centimeter long (or slightly less) dark fine hair) stuck in the zipper/introducer, and it was unknown the exact origin. According to later report from the site, the foreign body was attached with tape during the packing process, but it is unknown where it has been attached. Regarding the issue that a copious amount of a blood adhering to the device found during analysis and not reported in the event, there was no way to determine whether or not the complaint has been used in the procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was thrombolysis for inferior mesenteric artery that was no calcified and moderately tortuous. During prep, foreign body was noted on the zipper of introducer of the 6x15 orbit complex fill. The exact origin of the material is not known and no pictures were available prior to shipping. The procedure was continued using another orbit and was completed without any further issues. The complaint product was not used in the patient. The product was new and stored per labeling instruction. The complaint product is going to be returned for evaluation. No additional information is available. No additional information is available. A non-sterile orbit complex fill 6x15 was received coiled inside of plastic. The device was eto decontaminated in its received packaging without flushing or wiping down. The hypotube of the orbit was inspected and several kinks were noted on it. The introducer was unzipped and in good condition. Blood could be noticed inside of the introducer. The zipper was inspected and no foreign matter was found on it. The support coil, gripper and embolic coil were inside of the introducer and without damages. The zipper was inspected under microscope and it was confirmed that no foreign matter was present on it. The embolic coil and the gripper were inspected under microscope through the introducer; no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported foreign material was not confirmed with analysis of the returned device; no foreign matter was found. Excessive dried blood was found inside of the introducer. The cause of the kinks found on the device could not be conclusively determined, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place to prevent these kinds of damages leaving from the facility. The damages appear to be procedural or handling related. Additionally, it was reported that the foreign material was found pre-use and the device was then exchanged for another device; however, excessive dried blood was noted inside of the introducer which would indicate procedural use. No further information regarding this finding has been provided in response to investigational follow-up. No conclusion can be made regarding the reported event; therefore no corrective actions will be taken at this time.